Event description:
(B)(4) initial notes: cust states cant remove reservoir (B)(4) inquired what led up to the complaint. Customer response: states trying to remove reservoir and black part of her pump is coming apart an still cant bumped/dropped/cosmetic damage t/s per (B)(4). Customer states the pump has cosmetic damage. Question - does the infusion set show signs of damage? Response: cust states reservoir is stuck and every time she tries to unlock parts of the reservior ring is chipping away. Customer states the reservoir does show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: chipping. 2. Damage occurred: trying to remove reservior . 3. Location of the damage is: reservior lip. Inquired if due to reported issue/damage to reservoir compartment/lip/ring the reservoir is unable to lock in place when inserted into pump. Found:its locked but wont unlock. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Customer's outcome pertaining to the complaint: replaced pump for cust ship: mmt-1715kl / return: mmt-1715k reason for return: damaged reservoir lip

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter.correction/removal number: z-0958-2020.(B)(4).s/w 2.9d.not in manufacturing mode.pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.unit communicated properly with guardian 2link sensor test. No sensor anomalies noted during testing.unit received with minor scratched lcd window and cracked retainer.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."